Event description:
The patient reported her blood glucose, carbohydrate intake and insulin history is as follows: there was numbness noted in her tongue and throat. She went to the emergency room and upon arrival she was placed on an intravenous therapy of benadryl. The pod was removed at the hospital. During a follow up call she stated that her doctor believes she may have had an allergic reaction to the antibiotic that was given to her to treat her strep throat a week ago. At the hospital they treated her with 7.0 units of insulin intravenously.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia or ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.